Manufacturer narrative:
Device passed displacement test, selftest, rewind, prime/seating, basic occlusion test, force test, and occlusion test. Device alarmed at occlusion test, however unit received with corroded electronic assemblies due to moisture exposure. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the water entered in the insulin pump and there was no occlusion alarm during occlusion. The customer¿s blood glucose was unknown. No further information provided by healthcare professional. Instructions. The insulin pump will be returned for analysis.